Manufacturer narrative:
(B)(4). Carefusion tech support shipped the distributor a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. As of (B)(6), 2015, carefusion has not received the alleged faulty user interface module.

Event description:
This complaint originated from a foreign distributor in the (B)(4). The distributor reported a unit with an intermittent touch screen. According to the distributor, the unit initially becomes inaccurate, then it goes unresponsive to a point where it cannot be calibrated. The distributor replaced the user interface module in order to address this issue. No pt involvement.